Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture to an unknown side. The device remains implanted.

Event description:
Healthcare professional reported, rupture to a right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified, rupture : observed, opening on the device. Additional observation: red particle observed, on the device. It is not possible to determine, the lot number or catalog through the photos provided.